Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately six months post implant of the implantable pulse generator (ipg) system that the patient was septic and echocardiogram showed vegetation on the pacing leads. The ipg system was removed. No further patient complications have been reported as a result of this event.